Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional display check failed. It was identified that the failure was due to a burnt inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after the power went out. The patient went to turn on the cycler during setup and only the buttons on the cycler lit up. The screen remained blank. The patient checked that the power cord was securely in the cycler. The patient rebooted the cycler, however the screen was still blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they had manual supplies to complete their treatment. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler by the manufacturer, it was identified that the inverter board was burned.